Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. Temperature verification was performed and the device passed. The device failed rite functional testing as fluid was transferred above the allowable specification range. During the cycler remote toolbox (crt) test it was noted that all pressures were correct and stable. Further inspection of the door assembly identified deteriorated piston foam. The cause of the rite failure was due to the deteriorated piston foam. The piston foam was scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.